Event description:
It was reported during normal device change out for eri externalized conductors were observed. No electrical anomalies were detected. The patient was asymptomatic. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead with the connector pin measuring 11.1cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.